Event description:
It was reported that the patient received a ¿burst of energy, almost like a lightning bolt.¿ it was noted that it was not constant and may occur when they turned their head just right or hit a bump in the truck. It was noted that it started a couple months ago and thought maybe it was the nerve itself that was doing it. It was noted that the device was still working in between occurrences. It was noted that there was no known accident or incident related to the event. It was noted that 2.5 years ago the patient had a semi rollover, however the system was check by the health care professional (hcp) and there was no damage to the device system. Additional information received reported that there ¿were some shortage issues and with it shocking the patient.¿ it was noted that it happened all the time, with the last two weeks really bad. It was noted that the patient used the device every day and it was set pretty high. It was noted that the patient had the settings changed the other day to see if it was on all frequencies, but the patient was getting some ¿shocks and stuff.¿ it was noted that the patient was good for right now. It was noted that the shocking went up the left side of the neck right behind the ear. Additional information received reported that the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. It was noted that reprogramming on (B)(6) 2013 seemed to resolve the problem. It was noted that there were occasional ¿jolts¿ from the spinal cord stimulator which started a few months ago and were felt in the back of the head. It was noted that the patient had no injury as an outcome. It was noted that the patient did not require hospitalization due to the event.

Event description:
Additional information received reported the last time the patient met with their healthcare professional, a manufacturing representative was there and they ¿reset it on a level¿ and took care of the shocking. The reporter stated that the manufacturing representative stated that after nine years the implants wear out and need to be replaced. The reporter further stated the patient met with a representative and they did ¿some adjustments on it and stuff.¿ it was noted the patient used their implantableneurostimulator (ins) 24/7 and they could not shut the ins off because if they did they would have constant pain and stay in pain.

Event description:
Additional information received reported that the while stimulation was turned on if the patient turns his head a certain way, he gets an ¿electrical jolt.¿ it was noted that the problem started about 6 months prior to report. It was noted that the patient ¿talked¿ with ¿them¿ once before and tried going to a different program and it helped but now it was getting worse again. Additional information received reported that the patient was feeling left neck shocking. It was noted that the patient was going to setup an appointment for reprogramming in a few weeks. It was noted that shocking was only occurring when the patient turned his neck in a certain direction and when the implant was on. It was noted that this had been occurring for ¿1 month.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient reported on the day of report that when the battery was fully charged he did not experience any problems and the stimulation worked great for him. It was noted that when the battery was almost depleted it did cause some jolting when he turned his head to the left. It was noted that when he charged again the issue was resolved. It was noted that the patient did not want to schedule an appointment as he had solved the issue by recharging. It was noted that the patient's status at the time of report was alive with no injury. It was noted that the patient experienced a shocking sensation when turning head to the left only when the battery was almost depleted. It was noted that the location of the issues was left head. It was noted that the patient's recharge interval was about 6-7 weeks and he planned to charge about every 2-3 weeks so the battery did not get close to depletion. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n100749, implanted: (B)(6) 2009, product type: accessory. Product ID: 3550-39, lot# n214176, implanted: (B)(6) 2009, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).